Manufacturer narrative:
The replaced touchscreen was returned to the philips product investigation lab (pil) for evaluation by a pil technician. The pil technician was unable to confirm the complaint of ¿misalignment in the touch position¿. The touchscreen flex circuit successfully passed all resistance tests. The pil technician's investigation concluded that there was no problem found on the returned touchscreen.

Event description:
Philips received a complaint from the service engineer (se) reporting that the v60 ventilator had a misalignment in the touch position. There was no patient involvement when the issue occurred. No patient or user harm was reported. A philips service engineer (se) reported that the v60 ventilator had a misalignment in the touch position. A calibration was performed; however, the issue was not resolved. The se replaced the touchscreen to resolve the issue.